Event description:
After the sensor was deployed and implanted and the delivery catheter was removed, the patient experienced hemoptysis. The sensor could not be calibrated due to the patient's condition. The patient was admitted to the hospital. There were no performance issues with any abbott device. The patient was in good condition as of (B)(6) 2021.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.